Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds post implantation. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. The lead was reprogrammed and later repositioned. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.